Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (500mg/dl). The customer indicated that they did not have any backup therapy in place to treat elevated bg levels. Tandem technical support recommended that the customer obtain backup therapy, and change out the insertion site. System check and troubleshooting were performed and the pump performed as intended. Additionally, the customer was also advised to consult with their healthcare provider to discuss what might be affecting their bg levels.